Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2012-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: investigation revealed that the keypad was torn at the up and down arrow buttons, exposing the button contacts. A damaged keypad will permit contamination to permeate the buttons which will have a negative impact on button function. This situation is not likely to result in an adverse event as the damaged keypad should be clearly visible and warns the patient to discontinue using the pump. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged. Investigation was unable to confirm or duplicate the report of unresponsive keypad buttons. Testing confirmed all keypad buttons responded as expected. There was evidence of keypad contamination observed under all key contacts.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
There was no reported patient impact associated with this complaint. It was reported that the keypad button presses did not activate desired pump functions. The patient reported that the keypad buttons are worn and "sometimes difficult to use". No additional information as provided. Animas customer support made several attempts to reach the patient to review/troubleshoot the pump; however, were unsuccessful in their attempts.